Event description:
The customer reported the alarm has power, but when the nurse call cord is attached the alarm will not sound the alarm. There was no patient contact reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows the unit does power on with the nurse call attached, but the alarm did not sound when it should. The nurse call indicator light does come on when it should. The alarm case is cracked on the bottom right corner. Note: posey instructions for use indicates the sitter ii is an electronic device that may fail to work if the unit is subjected to severe mechanical shock, such as dropping (cracked) the unit, or is submerged in liquid, the unit may stop functioning as designed. After each incident, you must verify that the unit is working properly as outlined above. (B)(4).